Event description:
It was reported that during a supply change for the ilet pump, the user pulled back on the pinch area of the inset infusion set before seeing drops during the fill tubing step, received an unable to proceed alert, and later deployed an infusion set prior to insertion; the user also connected a new infusion set and connector to the pump outside the guided sequence, after which a subsequent attempt completed successfully. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found; the event involved use-of-device issues and an unspecified component term. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.